Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained that the rv lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia when their heart rate was dropping below the programmed rate of their implantable cardioverter defibrillator (ICD). In addition, the patient¿s right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Both the ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.